Manufacturer narrative:
Batch review performed on 10 april 2018. (B)(4). On 13 april 2018 the medical affairs director made the following analysis: according to report, the reasons for the third revision of this total hip is recurring dislocation. The information available does not allow a proper evaluation of the case and the determination of causes for loosening is not possible. We don't see any reason to suspect a faulty device.

Event description:
The sales representative has been informed by surgeon on 16 march 2018 that the patient came in complaining of hip pain. The surgeon plans to revise the hip on (B)(6) 2018. On (B)(6) 2018 the revision surgery was performed due to chronic dislocation 3 months after primary . The medacta head dislocated anteriorly from the competitor revision hooded liner that was cemented into competitor revision acetabular cup.